Event description:
Literature: zibetti m, pesare m, cinquepalmi a, et al. Antiparkinsonian therapy modifications in pd patients after stn dbs: a retrospective observational analysis. Parkinsonism relat disord. 2008; 14(8): 608-612. Literature summary: description of the modifications of all antiparkinsonian treatments, including levodopa, dopamine agonists and associated antiparkinsonian drugs such as comt and mao inhibitors, amantadine and anticholinergics, in a group of 67 consecutive pd patients surgically treated by stn dbs with an assessment up to 3 years. Patient 2 of 5 had deep vein thrombosis reported to be directly related to the procedure. See manufacturer report number: 2182207-2009-01296.